Event description:
On (B)(6) 2014 an intra-aortic balloon (iab) catheter was inserted into a (B)(6) year old female patient, following a myocardial infarction with hemodynamic deterioration. Several hours after placing the iab catheter, the pump alarmed continuously. The medical staff decided to remove the catheter, and noticed that the iab was filled with blood. The patient died 48 hours after the removal of the catheter, following the management of a cardiogenic shock with major right ventricular failure.

Manufacturer narrative:
The device is promised for return but has not yet been received. When the product is received, and evaluation will be performed and a supplemental report submitted with the results of the investigation.